Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on the company´s acceptance criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications at this day. No technical root cause could be determined, system is performing within specifications. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a case of glare, observed in the patient's left eye five months post lasik. Patient has noticed some improvement but the glare at night is still there. There are two medical device reports associated with this event. This report references the left eye. Additional information has been received. The reporter indicated the glare at night is still present but the vision is good. Patient is only using artificial tears as needed.